Event description:
The customer alleged the ventilator's low pressure alarm did not function when he had expected. The nellcor puritan-bennett factory service technician's (npb fst) were not authorized to service the ventilator, and the ventilator was returned upon receipt in receiving. The home care services facility wanted the vent returned for trade-in purposes. It was not verified that low pressure alarm did not function, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.